Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical trial representative reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current blood glucose was unknown. The customer treated with the manual injection. Troubleshooting was performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer does not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.